Manufacturer narrative:
Updated section: d-10, g-4, g-7, h-2, h-10. Corrected section: h-3 device not eval provide code: from "other" to "device evaluation anticipated, but not yet begun." Trackwise ID # (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii seal (4.5mm), 5-pack, hemostasis could not be done because the seal did not adhere. There was a lot of leakage. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii seal (4.5mm), 5-pack, hemostasis could not be done because the seal did not adhere. There was a lot of leakage. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 30nov2020 and investigation was conducted on 08jan2021. A visual inspection was conducted. There were signs of clinical use and evidence of blood found on the delivery device and seal and tension spring assembly. The loading device and the delivery device were returned with the seal unraveled and with the tether string cut. The white plunger were observed to be fully depressed on the delivery device with the blue slide lock dis-engaged. Measurements of the delivery tube could not be taken due to the blood observed on the delivery device. Based on the returned condition of the device, the reported failure "failure to unfold or unwrap" can not be confirmed due to the condition of the seal that we received. The lot # 25151561 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii seal (4.5mm), 5-pack, hemostasis could not be done because the seal did not adhere. There was a lot of leakage. A replacement device was used to complete the procedure. The hospital did not report any patient effects.